Manufacturer narrative:
(B)(6). Livanova (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue and a serial readout could not be performed at the time of service. The device in question is unavailable for further investigation, as it is back in service. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the deliver and re-circulate control buttons for the s5 cardioplegia sensor module were both active at the same time during a procedure. There was no report of patient injury.

Manufacturer narrative:
The unit was returned to livanova (B)(4) for further investigation. Upon device return, the initial visual inspection identified several anomalies/damages. However, no anomalies were visually identified on its internal surface and components. The returned device was tested on the test bench under different conditions for more than 12 hours and no issues were identified during the test run. During the test for different arrangements and settings, the reported problem could be reproduced. However it was not possible to determine the root cause of the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.